Event description:
It was reported that after a storm the carelink monitor has no power. Attempt to reset the monitor was unsuccessful. Replacement monitor will be ordered.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.